Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device.the manufacturer received information from the patient alleging that the patient has thyroid papillary stage 3b. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 12/17/2020. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests and scratches on upper enclosure. Section g3 and h6 have been updated in this follow up report. The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected.